Manufacturer narrative:
. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set leaked during peritoneal dialysis therapy. This event occurred during the initial drain while the patient was connected. The patient shut down the amia cycler. The caregiver indicated that they did not see anything in particular that would have caused the leak when examining the bags and the cassette. The caregiver indicated that they believed the issue was with the cassette but they did not identify a specific issue with it. The caregiver indicated that they had performed therapy with the same cassette lot number the night after the issue without incident. There was no patient injury or medical intervention associated with this event. No additional information is available.